Event description:
Rn placed foley catheter in pt's bladder and went to place the drainage/container on the side of the bed and noticed that the blue piece where it drains urine had broken off and urine was draining onto the floor. Catheter was placed. No injury to pt. FDA safety report ID# (B)(4).